Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10942. The same patient is represented in each medwatch.

Event description:
It was report via a journal article that a patient underwent varicose vein surgery on (B)(6) 2005 and topical skin adhesive was used to close the skin and subcuticular suture was used. Approximately 4 weeks post-operative, the patient developed a subcutaneous infection. The patient also experienced extrusion of the suture, granuloma formation, inflammation, and delayed wound healing. The suture material was removed and the area was cleansed. The wound then healed uneventfully.